Event description:
It was reported that an alert was received for high, high voltage lead impedance. The hv lead impedance had reached beyond the upper monitoring limit. Lead impedance will be closely monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.